Event description:
Reported as anaplastic large cell lymphoma, from research article published 2008 american journal of surgical pathology entitled 'anaplastic large cell lymphoma associated with a breast implant capsule: a case report and review of the literature.' Follow-up findings: doctor states in allergan device but is unable to exonerate device as insufficient study evidence.

Manufacturer narrative:
Medwatch submitted on: (B)(4) 2012. These events were initially submitted via (B)(6) q4 (B)(6) 2011. Device labeling addresses: capsular contracture with the following information: patients should be advised that capsular contracture may be common following infection, hematoma and seroma and the chance of it happening may increase over time. The seven year core study notes for primary augmentation: capsular contracture iii/IV (B)(4) the seven year core study notes for primary reconstruction (B)(4) (silicone dfu). The labeling notes for patients in the (B)(4) study included capsular contracture rate of (B)(4) for augmentation and (B)(4) for reconstruction (saline dfu). Device labeling reviewed: there were no reported events of lymphoma/alcl for patients in the (B)(4) study included in the labeling for saline breast implants. Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the (B)(6) study, in the labeling for silicone implants.